Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation underneath the two front ECG electrodes. The area was described as red with broken skin. The patient's nurses treated the irritation with a cream and a powder. During a follow-up, the patient indicated that the irritation had improved.